Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). The hp stated that she is still connected to the machine. The tsr had the hp cycle power and had the hp disconnect and remove cassette to discard the supplies. The hp contacted product surveillance on (B)(6) 20111. The hp had no idea how the air entered the lines. The hp did not note anything unusual with the supplies at use that night. The hp had not notified the registered nurse (rn), but will soon call the rn and notify of the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.